Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed during priming. The customer's blood glucose reading was 352 mg/dl. Troubleshooting was performed, but the insulin pump could not be restored to normal operations. The customer was advised to revert to a backup plan to treat her diabetes. However, the customer did not have a backup plan, so she stated that she was going to an urgent care center for assistance. Nothing further was reported.